Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
We are aware that this is past the 30 day deadline for reporting. We have reminded the complaint handler to review FDA reporting guidelines in order to prevent this from happening again the issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(4) 2018 maquet sas became aware of an incident with one of surgical lights- xs flat single holder. As it was stated, the spring arm weld is cracked. There is no injury reported however we decided to report the issue in abundance of caution as any part falling might cause an injury. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On (B)(6)2018 maquet sas became aware of an incident with one of xs flat single holders. As it was stated, the spring arm weld is cracked. There is no injury reported however we decided to report the issue in abundance of caution as any part falling might cause an injury. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification. During the event occurrence, the device was not being used for patient treatment. During this investigation it was established that the reported issue has resulted in a serious injury or worse. The issue was reviewed in details by the supplier of the spring arm. The front joint was found broken on both sides. Both fractures are beside the area of welding seam. The result shows that the defect is not a welding seam break but a material breach. The subject matter experts of the manufacturing site concluded that the breaking surface in the upper position demonstrates a crack initiation caused by an overstressing in the past. The dull finish area of fracture shows a recurrence overstressing that led to the complete breakage over time. According to these facts, supplier assumed that the defect were a result of improper use.

Event description:
Manufacturer's reference number 2018-60066.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).